Event description:
It was reported that a microbore catheter extension set came apart and leaked. The reporter stated that the ¿nurse entered the room and found blood leaking from the patient's IV line on the floor due to the loose connection.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A trend review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.